Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403.317.871 was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: the device has not been previously sent into service for the reported condition of "failure code 403" or any related failure. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility representative reported a colleague infusion pump with a failure code 403.317.871. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.